Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer's blood glucose (bg) level was 500-600 mg/dl. Customer administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy.